Event description:
The patient was placed on the system at 12ipm and a fio2 setting of 35% oxygen, which was confirmed by an analyzer. The patients sao2 was constant at 95% sao2. The respironics clinical specialist reported, he observed the patient turning a dusk color around her face and the oxygen saturation decreasing. The oximeter alarm was activated at 75%. He scanned the system from the wall receptacle to the flow meter to troubleshoot, and noticed the patients arm lying on the circuit. Upon lifting her arm off the circuit, it was discovered that the system mid-hose tubing had become separated from the patient circuit at the corrugated tubing connection. The mid-hose and the patient circuit were reconnected with a tight fitting, and the fio2 increased briefly to 50% to let the patient's oxygen saturation recover. The patient recovered to her previous baseline within 2-3 minutes without any further adverse effects. It was recommended to the attending personnel to set the oximeter alarms at a more appropriate level. There was no permanent harm to the patient.

Manufacturer narrative:
User failed to tighten circuit connections as specified in circuit instructions. User failed to set o2 saturation monitor alarms to appropriate levels for patient monitoring as described in operations manual.